Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the guide wire separated inside the pt. Pt had coronary artery bypass graft surgery and the detached portion of guide wire was retrieved. No further procedural details were obtained.